Manufacturer narrative:
After further review, section d.4 primary unique device identification (UDI) number has been corrected accordingly.

Event description:
As reported, the tip end of a 55cm optease vena cava filter was bent and could not be completely expanded post vena cava filter placement. Multiple attempts with a guidewire and other methods were unsuccessful, and the filter was recovered with a snare device. The procedure was completed successfully with another non-cordis filter. There were no reports of patient injury. The patient is currently stable. There was no abnormality in the process of filter placement during the operation. The issue occurred when the filter was released and pushed into the inferior vena cava. Immediate imaging displayed the device's bent condition. The filter was inserted to treat a moderate deep vein thrombosis (dvt) and for prevention of a pulmonary embolism (pe). The dvt was diagnosed via ultrasound and digital subtraction angiography (dsa). A thrombus was present at the implant site. Pre and post imaging was completed. The vessel was measured, and the vena cava was approximately 1.7 centimeters in diameter with a cylindrical shape. There was no evidence that the filter was tilted when deployed. There were no difficulties reaching the target lesion. There was no resistance felt with the guidewire and embolic protection device. There was no difficulty with deployment. The filter was never in an acute or sharp bend during delivery. The target site was moderately calcified and tortuous. The inferior vena cava (ivc) was 60% stenosed. There was no acute angulation or bifurcation of the vessel. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h2, h3, h6, and h10 complaint conclusion: as reported, the tip end of a 55cm optease vena cava filter was bent and could not be completely expanded post vena cava filter placement. Multiple attempts with a guidewire and other methods were unsuccessful, and the filter was recovered with a snare device. The procedure was completed successfully with another non-cordis filter. There were no reports of patient injury. The patient is currently stable. There was no abnormality in the process of filter placement during the operation. The issue occurred when the filter was released and pushed into the inferior vena cava. Immediate imaging displayed the device's bent condition. The filter was inserted to treat a moderate deep vein thrombosis (dvt) and for prevention of a pulmonary embolism (pe). The dvt was diagnosed via ultrasound and digital subtraction angiography (dsa). A thrombus was present at the implant site. Pre and post imaging was completed. The vessel was measured, and the vena cava was approximately 1.7 centimeters in diameter with a cylindrical shape. There was no evidence that the filter was tilted when deployed. There were no difficulties reaching the target lesion. There was no resistance felt with the guidewire and embolic protection device. There was no difficulty with deployment. The filter was never in an acute or sharp bend during delivery. The target site was moderately calcified and tortuous. The inferior vena cava (ivc) was 60% stenosed. There was no acute angulation or bifurcation of the vessel. A non-sterile unit of ¿optease vc filter ous, 55cm femoral only¿ was for evaluation. No damages were noted during visual analysis. The returned filter was inspected with a vision system to obtain a magnified image. Neither the filter barbs nor the rest of the device presented with any damages or anomalies and the filter was fully expanded. The complaint reported by the customer as ¿filter~incomplete expansion¿ and ¿filter~kinked/bent-strut¿ was not confirmed. The filter does not present any damages or anomalies and it is properly expanded. Procedural/handling factors may have contributed to the reported event. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent to make the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿filter release (or deployment) is performed under continuous fluoroscopy. Prior to releasing the optease® retrievable filter from the sheath introducer ensure that: a. The intended filter location in the inferior vena cava is correct. Should the filter location be incorrect, reposition the sheath introducer; and b. The filter retrieval hook is orientated towards the caudal end of the vena cava. Should the filter orientation be incorrect, remove the sheath introducer (with filter inside) from the patient and discard the system. Recommence the procedure using a new sterile sheath introducer and storage tube with filter.¿ based on the available information, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.